Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016-device evaluation: the pump was returned and evaluated by product analysis on 07/19/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the bolus button cover was observed to be damaged; however, the button responded properly to user presses. The complaint was not duplicated. The button cover was removed and evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. (B)(4).

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.